Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
The distributor reported on behalf of the surgeon, that up to the point of the reported event had placed four screws into the plate without issue. However when placing the 3.5mm x 16mm locking screw the surgeon noticed that the screw head was allegedly failing to engage with the plate. The customer further reported that he felt that the screw would engage and "it just needed a few more turns to do so". The surgeon reported that whilst he was doing this he observed that "the screw had gone through the plate" and the screw failed to reverse with the driver shaft. The customer further reported that the only alternative was to remove the plate which would give better access to the screw but that this was not possible with the tourniquet time. Taking everything into account mr. Walsh felt the most optimal clinical decision was to leave the screw in situ and fill the rest of the screw holes to achieve best possible fixation.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If additional information becomes available it will be provided on a supplemental report

Event description:
The distributor reported on behalf of the surgeon, that up to the point of the reported event had placed four screws into the plate without issue. However when placing the 3.5mm x 16mm locking screw the surgeon noticed that the screw head was allegedly failing to engage with the plate. The customer further reported that he felt that the screw would engage and ¿it just needed a few more turns to do so¿. The surgeon reported that whilst he was doing this he observed that ¿the screw had gone through the plate¿ and the screw failed to reverse with the driver shaft. The customer further reported that the only alternative was to remove the plate which would give better access to the screw but that this was not possible with the tourniquet time. Taking everything into account mr. Walsh felt the most optimal clinical decision was to leave the screw in situ and fill the rest of the screw holes to achieve best possible fixation.